Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't hold and fell off once placed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.